Event description:
Proxy biomedical was notified (B)(6) 2012, via email by the polyform distributor ((B)(4)) that they have received a complaint on (B)(6) 2012, regarding a polyform product. The complaint states that as a result of the polyform implant, the patient suffered pain and disability. The complaint was reported to (B)(4) via email on the (B)(6) 2012, from (B)(6), the patient's attorney. The patient is identified as "(B)(6)"; date of birth is unknown. Her weight and height are not provided. The hospital where the implant procedure occurred is (B)(6). The date of implantation of the mesh was (B)(6) 2009. It is unknown if corrective surgery to repair or remove the implant took place. The polyform product lot number provided by the complainant was c000798; the mesh in question is a 10cm x 15cm mesh, part number 840-240. No other information regarding the product or the patient is available at this time.

Manufacturer narrative:
Evaluation: device was not returned for evaluation. Conclusion: inconclusive, investigation ongoing. The device is a synthetic device made from polypropylene. Injuries such as pain are documented risks associated with the polyform device - reference design fmea and polyform product insert (instructions for use).